Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the physician observed an abrupt increase of the battery impedance on the battery curve. Questions were raised on the estimated residual longevity of the subject pacemaker. Preliminary analysis results revealed that no anomaly is suspected on the battery and on the battery curve. Several episodes recorded in the pacemaker memory showed ventricular noise oversensing, most probably resulting from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, during a follow-up performed on 10 april 2018, the physician observed an abrupt increase of the battery impedance on the battery curve. Questions were raised on the estimated residual longevity of the subject pacemaker. Preliminary analysis results revealed that no anomaly is suspected on the battery and on the battery curve. Several episodes recorded in the pacemaker memory showed ventricular noise oversensing, most probably resulting from electromagnetic interferences (emi) and/or myopotentials.